Event description:
An article titled lumbar disc replacement from the journal of spinal disorders & techniques, vol. 16, no. 4, noted that one of the patients experienced a vertebral body fracture after l5-s1 disc replacement with prodisc-l. Patient was a (B) (6) female with unrecognized osteopenia. Patient had an impacted l5 endplate fracture 3 weeks after surgery, and was revised to an l5-s1 anterior fusion with prosthesis removal.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.